Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. The complaint investigation was performed for observed falsely elevated results when compared to two other methods. The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 00520g000 through abbottlink data. The historical performance of reagent lot 00520g000 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 00520g000 was within the established control limits. A review of the labeling addresses the customer¿s issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that architect ipth results for a (B)(6) year old female patient, sid (B)(6), with kidney disease were inconsistent with results generated using the roche ipth method. The architect result was 330.4 pg/ml and the roche result was 201 pg/ml. The reference range is 15 - 68.3 pg/ml. The sample retested at 347.9 pg/ml undiluted and 319.2, 370.4 and 380.8 pg/ml diluted. No adverse impact to patient management was reported.